Manufacturer narrative:
An investigation into this event is currently ongoing. Once any additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that the patient with this pacemaker and right ventricular (rv) lead experienced a loss of consciousness and was brought to the hospital. Interrogation of the pacemaker revealed a pacing impedance measurement below 100 ohms on the rv lead which resulted in the device performing a lead safety switch, changing the lead configuration to unipolar. The rv pacing outputs was changed to 5.0 volts, which provided a low estimated longevity of the device battery. A revision was performed and the rv lead was replaced. All normal lead parameters were noted with the new lead; however, the estimated longevity of the pacemaker remained low. Data was submitted to boston scientific technical services (ts) for review. No additional adverse patient effects were reported. The model of the rv lead was able to be obtained, but the serial number was unable to be retrieved by the field representative.the data was reviewed and it was determined that the battery of this pacemaker is experiencing a high current drain that cannot be explained. Device replacement was recommended.

Manufacturer narrative:
As the rv lead was not explanted, it is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the pacemaker was explanted and successfully replaced. The rv lead remains in service with the new device. No additional adverse patient effects were reported.